Event description:
Strings are cut. Fraying tampons [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings are cut/fraying. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Strings are cut. Fraying tampons [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon strings are cut/fraying. No injury reported.

Event description:
Strings are cut,fraying tampons [device breakage] . Case narrative: consumer reported via e-mail that the tampon strings are cut/fraying. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.